Event description:
It was reported that the customer was receiving a motor error alarm on her insulin pump. At the time of reporting, her blood glucose was 120mg/dl. She stated that the alarm occurred during priming. After troubleshooting, the customer was advised to revert to her backup plan. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. No unexpected motor error alarms noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.